Event description:
According to the complainant a progav could not be adjusted postoperatively. The valve was implanted on an unspecified date. It was removed due to the malfunction and returned to the manufacturer. Further details were not provided.

Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: (description incoming product condition) the valve was returned submerged in an unknown liquid in the provided return kit. Result: first we performed a visual inspection of the progav. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability, adjustability, and opening pressure of the valve as well as the brake functionality and brake force. The valve operates as expected and met all specifications. Finally, we dismantled the valve. There were no visible deposits observed inside the valve. Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the valve was able to be adjusted to all specified settings. All tests carried out have been able to confirm the proper functionality of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miehtke (B)(4). No further actions required.